Manufacturer narrative:
Patient was revised to address cup malpositioning and dislocation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. It was reported the dislocation was attributed to a less than optimal femoral head size and neck length as well as acetabular malpositioning. No x-rays were returned to review and this cannot be confirmed. The weight of the patient exceeds the prosthesis recommendations. There are warnings against improper prosthesis selection or alignment that tend to adversely affect hip replacement implants. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Follow-up medwatch was initially submitted on time (06/30/2014). Due to FDA outage, medwatch was not completed. Per FDA request on 07/01/2014, medwatch is being resubmitted.

Event description:
Patient was revised to address cup malpositioning and dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.